Event description:
It was reported by the sales representative that a 4-hole mini plate with bar was removed from a patient. It was reported that the implantation of the plate took place on (B)(6) 2014. In (B)(6) 2014, the patient presented in pain and an opg was performed as the surgeon was concerned about a potentially infected plate. It was reported that the opg demonstrated that the plate had allegedly fractured. Revision surgery took place on (B)(6) 2015 to remove the plate.

Manufacturer narrative:
The reported event could not be confirmed. The failure mode (postoperative plate breakage) could not be attributed to a certain root cause, because the device was not returned and no surgical report was provided. The provided information and the x-rays were not sufficient enough to make a profound statement on the root cause of the postoperative plate fracture. Obviously, the implant construct with one mini plate on each side of the ramus was not stable enough to compensate the forces introduced by the musculus masseter but the placement / selection of the implants is the surgeon¿s choice and responsibility. However, at the time of the detected plate breakage the bone healing process was already well advanced and was finally fully achieved despite of the broken plate. Following possible root causes have been identified in the related risk management file: - wrong/ missing information. - too much load on implant/ bone. - unproper insertion/ positioning of implant. - abnormal mental/ physiological condition of patient. - wrong implant placement (e.g. Region with reduced bone quality, too much bone compression during screw insertion). - implant was damaged by instrument/screw during bending/shaping/insertion. - implant damaged during sterilization (e.g. Gamma radiation). - wrong choice of implant (e.g. Screw too short due to system mixup and/or poorly assembled/used instrument or misleading measuring/identification). During the statistical investigation no indication was found for any systematic, material or manufacturing related issue. Device was unable to be returned for evaluation.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by the sales representative that a 4-hole mini plate with bar was removed from a patient. It was reported that the implantation of the plate took place on (B)(6) 2014. In (B)(6) 2014, the patient presented in pain and an opg was performed as the surgeon was concerned about a potentially infected plate. It was reported that the opg demonstrated that the plate had allegedly fractured. Revision surgery took place on (B)(6) 2015 to remove the plate.